Event description:
It was reported that (1) tim20 was used during an unknown procedure. It was reported by the affiliate that the device would not fire. Opened another device to complete the case. There was no adverse pt outcome.